Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had coupling and or communicating issue with her device. The patient charged the implantable neurostimulator (ins) for 3-4 days and had full charge. The patient had to charge every day. The patient used her stim at night. Before the patient went to bed she was fully charged but the next morning she was half gone. On (B)(6) 2012, the patient went to bed with full charge and when she woke up the ins was empty. The patient always had issues with coupling bars but had noticed the charge level of the ins has been issue since (B)(6) 2012. The patient stated during the call the coupling bars were fluctuating. "The patient felt it didn't help to use a belt." The patient needed to press on the antenna really hard to get good coupling. "Sometimes the patient saw no boxes and sometimes she saw all boxes. "The patient was in hospital for 5 days in (B)(6) 2011 and she turned her ins off and on and did not have to recharge for the full 5 days. Her hospital visit was not related to the patient's implant. The patient had reprograming 2-3 months ago. The stim was decreased for the patient was going to physical therapy for her legs which started 3 months ago and the physical therapy was not related to her implant. The patient had 41 surgeries, and her first implant reached end of service after 1 year. The patient was scheduled an appointment on (B)(6) 2012, and the patient had the manufacturer's representative to check her device and would like to have the representative to be at her appointment. Additional information has been requested but was not available at the time of this report.